Manufacturer narrative:
The subject device was returned to olympus. The evaluation confirmed the customer¿s reported issue. A visual inspection was performed, there is no abnormality in places that can be visually confirmed. The investigation is ongoing; however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Uses a combination of otv-s190 and ltf-s190-5. During pre-use inspection, image noise is generated so that the image cannot be seen. The problem was not resolved even if another ltf-s190-5 was connected to isolate the problem. This time, the facility staff connected the first ltf-s190-5 to another otv-s190, but this also did not resolve the problem. The procedure was carried out with different products for otv-s190 and ltf-s190-5. There was no effect on the case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was found that the malfunction was caused by a failure with the other device, ltf-s190-5. No abnormality found with the device for this report, otv-s190. Olympus will continue to monitor field performance for this device.